Event description:
It was reported that the pump touch screen was cracked, which affected the customers ability to interact with the pump and read the pump screen. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method in insulin therapy.